Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited 35 non-sustained right ventricular oversensing episodes. No intervention was performed, and it was decided to continue monitoring the patient. The patient was in stable condition.